Event description:
It was reported that during a follow up, the device could not be interrogate. Device was explanted and replaced. Patient was doing fine.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.